Manufacturer narrative:
Correction: h6 medical device problem code, 1451. Inspection found the aspiration line disconnected at the locking lure that is approximately 9 inches from the back of the cutter. It cannot be determined how or when the tubing became disconnected, which resulted in poor cutting and aspiration performance. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is underway.

Event description:
The user facility reports that the cutter was not working as it should. It did not aspirate at the start the case, and also expelled a small piece of "metal" into the eye. The metal piece was retrieved from the eye and surgery was completed with a new pack. There was no patient impact/injury.

Manufacturer narrative:
One 25ga bi-blade cutter was returned in a plastic biohazard bag. The tip protector was not returned. The needle tip is taped to the tubing and the tubing is coiled and taped together. The needle is not bent. The port window is in the opened position. The cutter looks used. Further inspection found that the aspiration line is disconnected at the locking lure that is approximately 9 inches from the back of the cutter. The connectors were inspected and no damage was found. After reconnecting the tubing, a functional test was performed using a stellaris elite system. The cutter had good clean cuts throughout the various cut rates and it had good aspiration, as it should. This cutter, with the tubing properly connected, performs as intended and did not expel any particles, metallic or otherwise. It should be noted that a disconnected tubing could contribute to poor cutting and aspiration performance. Though, the fluid visible in the lines indicates that the tubing was connected at one time during use. It cannot be determined how or when the tubing came to be disconnected. The complaint will be confirmed based on the disconnected tubing, though there is evidence that it was connected at one time. The investigation is underway.